Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificates confirmed no abnormalities or deviations. A review of the sterilization certificates confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The review identified that patient suffered from a right hip dislocation and developed a high fever, which led to a revision surgery. The fact that patient underwent previous revision due to metallosis has been identified as a contributing factor of the event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical devices: ref 15-105054; lot 175500; m2a 1 piece shell. Ref x11-180310; lot 791710; bimetric stem 10x130. Ref 11031009; lot 65254383; dm bearing. Ref 650-1055; lot 3093904; biolox option head. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00030. 3002806535 - 2024 - 00031. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently, the patient was revised 18 years later due to metal related pathology. During the revision, the initial stem and shell were left intact, and all other components were revised. It was further reported that the patient required a second revision a month later due to dislocation where the head and liner were exchanged. A third revision occurred two weeks later due to dislocation and infection. All components were replaced with an unknown antibiotic spacer. Attempts have been made and no further information has been provided.